Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers h13c11097 and h13d30012 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 1 of 3 involved in this event. This is a report of a home patient (hp) who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The cause of the peritonitis was unknown and treatment information was not reported. The patient was later discharged from the hospital. It is unknown if the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4).